Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient stopped charging their ipg 6 months ago and the ipg could no longer communicate with external devices. The ipg was deemed inoperable. As a result, surgical intervention may be pending to address the issue.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information received indicated surgical intervention occurred wherein the ipg was explanted and replaced to address the issue.